Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the previous device check the right ventricular (rv) lead vector was changed from rv tip/rv ring to rv tip/rv coil due to diminished r wave measurements. Following the change there was a high measurement of short interval counts (sic). Re-programming was done back to the rv tip/rv ring configuration. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.